Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique or user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 140 to 150mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 223mg/dl and 215mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 51mg/dl (B)(6) 2015 10:11pm. 136mg/dl (B)(6) 2015 07:31pm. 128mg/dl (B)(6) 2015 05:08pm . 108mg/dl (B)(6) 2015 11:33am . 106mg/dl (B)(6) 2015 10:32pm . Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 140-150mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 223mg/dl and 215mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory. Adverse event not reported.